Event description:
Patient having increasing number of headaches. Tests revealed up shunt not working and severe hydrocephalus. Device removed in or on 4/18/94. A small plastic tube appears to have broken loose from the shunt. Device was apparently implanted in a hospital in columbus, ohio.